Manufacturer narrative:
=The review of the sterilization paperwork verified that the lots met all pre-release specifications. The root cause of the reported infection and patient's death could not be determined with the provided information.

Event description:
On (B)(6) 2008 the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On or about (B)(6) 2014, possible infection of the endograft system was identified. Reportedly, it is unknown if the gore devices caused or contributed to the infection, however, the root cause of the infection is unknown. Reportedly, the patient did not have any known history of pre-existing infection in the field of treatment. It was reported an explant of the infected devices was not performed. On or about (B)(6) 2014, it was reported the patient died due to the rupture of an unspecified aneurysm. Reportedly, it is unknown if this was a new aneurysm. It is unknown if an autopsy was performed. Multiple attempts were made to obtain more detailed information regarding the reported infection and patient's subsequent death. The physician stated no additional information will be provided, therefore, this event will be closed with the provided information.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Additional device implanted and involved in this event: (B)(4).

Event description:
On (B)(6) 2008, the patient was implanted with two gore® excluder® aaa endoprostheses. On (B)(6) 2014, it was reported the patient died. Cause of death was reported as an infected graft. Additional information has been requested.